Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. There was no episodes of noise that was observed. Subsequently, the ICD and non-boston scientific rv lead was explanted and replaced successfully with a subcutaneous ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. There was no episodes of noise that was observed. Subsequently, the ICD and non-boston scientific rv lead was explanted and replaced successfully with a subcutaneous ICD system. No additional adverse patient effects were reported.